Event description:
It was reported that a spectrum pump buttons 0 and 1 on the keypad were not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'zero and the one button don't work' which was reproduced during evaluation as 0 and 1 keys were functioning intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'zero and the one button don't work' which was reproduced during evaluation as 0 and 1 keys were functioning intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump buttons 0 and 1 on the keypad were not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.